Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the sureform 45 stapler had unusual movements and could not be controlled manually. The user was completing the procedure as planned with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive followed up with the initial reporter to obtain additional information, however, no further details are available regarding the reported event.